Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1801109; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-08; medical device lot #: 1711279; medical device expiration date: 2022-10-31; device manufacture date: 2017-11-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a leak between the piston and the barrel of a discardit¿ ii syringe w/o needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that there was a leak between the piston and the barrel of a discardit¿ ii syringe w/o needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, bd was unable to fully investigate this incident, therefore a root cause could not be determined. A batch history review showed no non-conformances associated with this issue during the production of either reported batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of a damage in the plunger lip. Without the sample for evaluation, bd cannot verify this to be true for the product you reported. Investigation conclusion: not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that there was a leak between the piston and the barrel of a discardit¿ ii syringe w/o needle. There was no report of exposure, injury, or medical intervention.